Manufacturer narrative:
Corrected data: d3, d5, and g1. D9 and h6 coding has been updated to reflect investigation conclusion.

Event description:
Per the customer, during an em registration, points were picked that were roughly 2mm average and indicated it was necessary to surface trace. They restarted with 130 points, this was not enough and accuracy was still off. After further surface tracing accuracy was still off. The customer surface traced up to almost 500 points and accuracy was still off. The customer then repicked points and proceeded again with registration and surface tracing where accuracy was acceptable. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Corrected data: d1, d4, and g4

Event description:
Per the customer, during an em registration, points were picked that were roughly 2mm average and indicated it was necessary to surface trace. They restarted with 130 points, this was not enough and accuracy was still off. After further surface tracing accuracy was still off. The customer surface traced up to almost 500 points and accuracy was still off. The customer then repicked points and proceeded again with registration and surface tracing where accuracy was acceptable. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, during an em registration, points were picked that were roughly 2mm average and indicated it was necessary to surface trace. They restarted with 130 points, this was not enough and accuracy was still off. After further surface tracing accuracy was still off. The customer surface traced up to almost 500 points and accuracy was still off. The customer then repicked points and proceeded again with registration and surface tracing where accuracy was acceptable. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.